Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implantable pulse generator (ipg) classified termination of events, arrhythmia appears to continue beneath the detection rate. The ipg remains in use. No patient complications have been reported as a result of this event.